Manufacturer narrative:
Unit received with intermittent button up arrow button response due to flattened button dome switches (creased). No unlocked keypad connector was noted during visual inspection. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and peeling keypad overlay near the up arrow button.

Event description:
The customer's father reported via phone call that the insulin pump buttons were coming off. The up arrow key fell off of the insulin pump. The patient's blood glucose at the time of incident is unknown. The father stated that wear and tear caused the button damage. The insulin pump was returned for analysis.